Manufacturer narrative:
Returned product analysis found no evidence to indicate device defect, abnormal damage or malfunction. Intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a product performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed a high shock lead impedance. Technical services (ts) was consulted and advised the right ventricular (rv) lead has gradually trended upward since 2021. The presenting electrogram (egm) shows a high out of range shock lead impedance at 147 ohms. Ts provided troubleshooting and device optimization recommendations. At this time, the ICD device and rv lead remain in service. Received additional information the device will return for analysis. This is all the information provided, and additional information has been requested. Received additional information the ICD and rv lead were explanted and replaced successfully. The device and lead are expected to return for analysis. Outside of the revision, no adverse patient effects were reported. Product has been received.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed a high shock lead impedance. Technical services (ts) was consulted and advised the right ventricular (rv) lead has gradually trended upward since 2021. The presenting electrogram (egm) shows a high out of range shock lead impedance at 147 ohms. Ts provided troubleshooting and device optimization recommendations. At this time, the ICD device and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has returned for analysis. Analysis will be performed, and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed a high shock lead impedance. Technical services (ts) was consulted and advised the right ventricular (rv) lead has gradually trended upward since 2021. The presenting electrogram (egm) shows a high out of range shock lead impedance at 147 ohms. Ts provided troubleshooting and device optimization recommendations. At this time, the ICD device and rv lead remain in service. Received additional information the device will return for analysis. This is all the information provided, and additional information has been requested. Received additional information the ICD and rv lead were explanted and replaced successfully. The device and lead are expected to return for analysis. Outside of the revision, no adverse patient effects were reported. Product has been received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed a high shock lead impedance. Technical services (ts) was consulted and advised the right ventricular (rv) lead has gradually trended upward since 2021. The presenting electrogram (egm) shows a high out of range shock lead impedance at 147 ohms. Ts provided troubleshooting and device optimization recommendations. At this time, the ICD device and rv lead remain in service. No adverse patient effects were reported.